Event description:
An initial MDR regarding this case was filed 01-may-2025. Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) indicate that the pump underwent a power failure 5 days before the date of the complaint. During investigation, the pump would not power up. Upon disassembly, evidence of fluid ingress was observed to be the cause of the power failure and the alarms. The cause of the fluid ingress could not be determined. Logs from remote (B)(6) (paired with pump (B)(6)) show that pump failure alarms were generated on the date of the complaint. During investigation, the system completed a test delivery with no abnormal behavior or alarms. Upon disassembly, evidence of fluid ingress was observed to be the cause of the pump failure alarms. The cause of the fluid ingress could not be determined. Logs from remote (B)(6) (paired with pump (B)(6)) show that a pump failure alarm was first generated approximately a year before the date of the complaint. Logs indicate this system was not powered on again until the date of the complaint, with pump failure alarms generated during startup attempts. During investigation, a test delivery was initiated, generating a pump failure alarm. Upon disassembly, a hardware failure was observed to be the cause of the pump failure alarms. The systems met specifications, as they alarmed accurately and entered a failsafe state as designed.

Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 01-apr-2025 and forwarded to millyard advanced medical products, llc on 02-apr-2025. The patient reported that she was receiving pump failure alarms on 3 of her 4 pumps. She called for assistance in troubleshooting before trying to use her fourth pump and she was successfully able to resume remodulin therapy on that pump. Troubleshooting did not occur with any of the 3 pumps reported to have failed. No adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.